Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. (B)(4).

Event description:
It was reported that a cardiac cath lab manager, in-training in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the the needles were not deployed at the arteriotomy but the skin tract instead. Hemostasis was achieved using a non-abbott device. There was no adverse patient effect. Though requested, no additional information was provided.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 that appeared on the home choice (hc) unit. This event occurred during patient use. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) explained air alarm to the registered nurse (rn). The rn also states hc is noisy and wants swap. The tsr explained swap to her. They will program new hc. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(Age at time of event): the facility reporter indicated the patient was in his 60s. (B)(4).